Event description:
The patient had bilateral ifuse si joint arthrodesis in (B)(6) 2013. The patient also had an open si joint arthrodesis in (B)(6) 2014 where an additional implant was added to each side. The patient was admitted to the hospital in (B)(6) 2014 with complaints of fevers and shortness of breath. The patient was diagnosed with pneumonia and bilateral pulmonary emboli. The patient was treated with oral antibiotics, anticoagulants and oxygen therapy and released from the hospital two days later. The patient's pneumonia has resolved but the oxygen therapy is ongoing. Per si-bone vp of medical affairs: "we have a bilateral open si joint fusion surgery occurring approximately one month prior to the date of the hospitalization for the bilateral pe and pneumonia. The pe and pneumonia may have been related to the surgical procedure in (B)(6) 2014."

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, the post-operative complications may have been caused by the surgical procedure. Part, part numbers, lot numbers, manufacturing dates and expiration dates: surgery on 03/28/2013 (left side) ifuse implant, p/n 7040-90, lot# 8078003696003, manufactured 06/16/12, expires 2015-08; ifuse implant, p/n 7045-90, lot# 148832, manufactured 11/30/12, expires 2017-11; ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10. Surgery on 05/14/2013 (right side) ifuse implant, p/n 7045-90, lot# 7753002898004, manufactured 10/03/11, expires 2014-11; ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10; ifuse implant, p/n 7070-90, lot# 8175003938018, manufactured 08/21/12, expires 2015-10. Surgery on 02/14/2014 (bilateral) ifuse implant, p/n 7045-90, lot# i0386, manufactured 04/22/13, expires 2018-02. Ifuse implant, p/n 7060-90, lot# i0929, manufactured 12/23/13, expires 2018-12.